Manufacturer narrative:
Conclusion: according to the information received from the field the device was not providing benefit due to a migration of the electrode out of cochlea. Further during device investigation damage to the active electrode caused by device minute mobility was found. Other mechanical damages are attributable to the removal surgery. This is a final report.

Event description:
The recipient_s hearing performance with the device has been changing over time and was affected. The recipient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient_s hearing performance with the device has been changing over time and was affected. The recipient has been explanted. Re-implantation is considered.